Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign material. A root cause cannot be specified. Although the condition is attributed to insufficient reprocessing. The inspection method for the event is described as follows in the operation manual "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system": [inspection of the endoscope] "8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
Company representative sent a repair request reported with an issue of "poor water supply". No harm was reported. No patient harm, no user injury reported . Device evaluation found clogged nozzle with foreign material. This report is being submitted due to the finding of foreign material clogged in the nozzle (insufficient reprocessing (handling problems) identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found clogged nozzle. Foreign material was observed clogged inside the nozzle. Irrigation error was observed. In addition, due to clogging of nozzle, water supply and air supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. This condition attributed due to insufficient reprocessing, handling issue. The reported issue of " poor water supply" was confirmed. Furthermore, the following defects were identified during device inspection: adhesive on a-rubber (bending section) has a crack. Adhesive on a-rubber (insertion section) has white-clouded area. Mouthpiece found loose. Scratch found on switch 1, switch 4 (sw1, sw4 ), protector of universal cord on control section side, protector of universal cord on s-connector side, distal end c-cover, connecting tube. Due to the nature of the reportable event (clogged nozzle with foreign material, insufficient reprocessing ), the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. Device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility was not aware, noted ¿unknown¿ as to when the foreign matter adhered on the device. ¿ did not provided additional information. The time lag between the end of clinical use and the start of pre-washing noted ¿unknown¿ precleaning : flushed the air/water nozzle with water and air. No further information provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.